Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to (B)(4). We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR number: part number: 3025141-2013-00124, unknown; 3025141-2013-00129, col-3140-s; 3025141-2013-00130, col-3140-s; 3025141-2013-00131, col-3140-s; 3025141-2013-00132, col-3140-s; 3025141-2013-00133, col-3140-s; 3025141-2013-00135, col-3140-s.

Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.